Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral grade ii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile implants and experienced postoperative bilateral grade ii capsular contracture. As a result, the patient underwent a closed capsulotomy in 1993. Performing a closed capsulotomy is inconsistent with the directions provided in the IFU. The patient¿s capsular contracture recurred, however, and so on (B)(6) 1995, the patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate profile implants (catalog #: 3501680, lot #: unknown). This report is for the right prosthesis.